Event description:
It was reported that the customer received a no delivery alarm from his insulin pump. The customer's blood glucose level was 212 mg/dl. Standard troubleshooting was declined. The customer stated that the alarm was resolved by a reservoir, insulin, and infusion set change. The customer also stated he had been having issues with his insertion device sticking to the infusion set's adhesive. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.